Event description:
This hospital reported the following: during the treatment of a pt, a therapist attempted to change the mode of operation of this unit. At this time this unit switched from ac power to internal battery. This ventilator continued to be used on this pt while this therapist retrieved a back up ventilator. Clinical staff in the room reported that this unit stopped cycling without an alarm. When this pt was disconnected from this ventilator, an alarm did occur. This patient was transferred to the back up ventilator and this unit was routed for servicing. This pt was not compressed by this event. This pt later expired, but this hospital reports that this was not related to this event.